Event description:
It was reported that the bd maxzero needleless connector disconnected spontaneously. The following information was provided by the initial reporter, translated from french to english: spontaneous disconnection of the bidirectional valve between the valve and the catheter as close as possible to the baby. The mother, present at her child's side, immediately reconnected it and notified the teams. Wearing sterile gloves, the catheter was clamped, the line was purged, and the absence of bubbles in the catheter was checked. Once verified, three drops of the infusion were passed through the valve into the kt and then reconnected. The patient is then fine. Additional information received from the customer: could you confirm the infusion configuration ¿ severity or pump, infusion line height, patient entry point, infusion rate and pressure, infusion line configuration (other extensions or accessories), etc. = performance at the height of the patient, (mother bed and cot at the same height. Could you confirm when the defect was identified during priming or during infusion? If it is during the infusion, for how long? = 2 h after tubing change, g10 perf 3 ml/h could you confirm which substance was being dripped at the time of the incident? G10, could you confirm if the product has suffered any physical damage? No. These valves are difficult to screw on, the blue mechanism really needs to be well "crushed".

Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint samples were from lot 24036042. The feedback provided by the customer states that, "spontaneous disconnection of the bidirectional valve between the valve and the catheter closest to the baby." Further information from the customer has stated that the reported defect was identified while the tubing was changed after 2 hours of g10 infusion perf 3 ml/h. And customer has confirmed that the infusion line was kept at the same height (mother's bed and baby's bed) of the patient. Moreover, there was no physical damage or deformity was noticed in the product but these valves were difficult to screw in and the blue mechanism really needs to be "squeezed" tightly while connecting. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24036042 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.